Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains") and allergy to metals ("nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), insomnia ("loss of sleep"), hypertension ("hypertension"), arthralgia ("joint pain (knee and capsulitis)"), periarthritis ("joint pain (knee and capsulitis)") and genital disorder female ("gynecologic disorders") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal via clinical intervention). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypertension, arthralgia, periarthritis, weight decreased and genital disorder female outcome was unknown and the allergy to metals, fatigue and insomnia was resolving. The reporter provided no causality assessment for allergy to metals, arthralgia, fatigue, genital disorder female, hypertension, insomnia, pelvic pain, periarthritis and weight decreased with essure. The reporter commented: since the removal of essure, immediate changes: sleep, allergy, fatigue. The life of the patient completely changed. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1900254) on 28-jan-2019. The most recent information was received on 18-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains") and allergy to metals ("nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), insomnia ("loss of sleep"), hypertension ("hypertension"), arthralgia ("joint pain (knee and capsulitis)"), periarthritis ("joint pain (knee and capsulitis)") and genital disorder female ("gynecologic disorders") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal via clinical intervention). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypertension, arthralgia, periarthritis, weight decreased and genital disorder female outcome was unknown and the allergy to metals, fatigue and insomnia was resolving. The reporter provided no causality assessment for allergy to metals, arthralgia, fatigue, genital disorder female, hypertension, insomnia, pelvic pain, periarthritis and weight decreased with essure. The reporter commented: since the removal of essure, immediate changes: sleep, allergy, fatigue. The life of the patient completely changed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.